Event description:
Upon removal of the sds from the package, the stent was reported to have partially deployed, about 1/4 of the length of the stent. The package was noted to be intact prior to being opened. The device was never used clinically. Another precise sds was used to successfully complete the procedure. The prod has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.